Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up and the insulin pump was alarming button error. Customer stated that there is moisture inside the screen and cracks around the battery compartment. The customer did not recall any significant events leading to the alarm blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly, no button error alarm or moisture damage on keypad traces noted and the he keypad connector was fully locked however, moisture damaged was found on the lcd board. The insulin pump was received with cracked reservoir tube lip and cracked case at the display window corner. No crack around battery compartment noted.